Manufacturer narrative:
At this time product has not yet been returned and the reported serial number was deemed invalid. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor detached, after 2-days of wear. Caller further reported that on (B)(6)2019 the customer became hypoglycemic but did not feel the symptoms and then lost consciousness, resulting in a ¿borderline coma¿. Customer was treated by a non-healthcare provider with a glucagen (glucagon) injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor detached, after 2-days of wear. Caller further reported that on (B)(6) 2019 the customer became hypoglycemic but did not feel the symptoms and then lost consciousness, resulting in a ¿borderline coma¿. Customer was treated by a non-healthcare provider with a glucagon (glucagon) injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.